Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2021 where in the lead extension were buried deeper to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17647. It was reported that patient experienced pain at the lead extension site. Patient stated the site is sensitive to touch. Surgical intervention may take place to address the issue.